Manufacturer narrative:
Concomitant product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A company representative reported that he received an email from health care provider (hcp) with an image the physician programmer screen with out of regulation (oor) message. A week later, it was further reported that the patient had been implanted with activa pc with one lead going to the right vim and one lead going to the left vim. Recently, the hcp decided to implant an activa sc on the other side with another lead going to the right vim. So basically the patient currently had two leads in the same hemisphere. They were running into oor when trying to do initial programming of the patient's sc device. The patient was at 1v 90pw, 135hz, 1-,c+ and oor appeared right away before they started doing anything. The only way they could program it was if the activa pc was turned off. They inquired if this could be happening because they were crossed polarizing. The rep stated there was potential that the leads were touched at some point in right vim. It was noted that the activa pc was programmed at 4.8 v 2 cathodes, c+, 120 pw, 185 hz. They looked for a short when activa pc was turned off by doing electrode impedance check and everything was within normal range. It was also reported that they were trying to add another lead as a "rescue lead." The patient was not getting enough tremor control. It was indicated that they were programming in "cv and not cc." On (B)(6) 2016, the rep reported that he saw the patient with the hcp. The hcp mad with decision to turn the legacy right lead to 0 amp. It was indicated the new right lead in the activa sc was programmed to a therapeutic setting and the patient had tremor relief. Impedances were checked on the new activa sc (previous gave oor message) and all impedances were in range. The activa pc was not powering just a left hemisphere vim lead and activa sc was powering the newly placed vim lead. The patient programmer communicated with both devices with no error messages. It was also reported that the patient was not a candidate for MRI due to possible short that would not be recognized in normal impedance check. The cause of oor message was not determined. The case was considered closed unless the rep got a call back into the loop from the clinical team. The indications for use for this patient were parkinson's dual and movement disorders

Event description:
Additional information received from a company representative reported the device was reprogrammed on (B)(6) 2016 so that only one lead was being used on the implantable neurostimulator (ins) side (hemisphere). No further actions were taken to determine the cause of the out of regulation (oor). It was hypothesized that the two leads in the right ventral intermediate nucleus (vim) were so close that they were causing an oor message (short). The oor was resolved and the patient was receiving relief from their symptoms and the therapy with the device is ongoing.